Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer's representative. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3889-28, lot# v594488, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s therapy was not working and that was the reason they were going to their healthcare provider for a follow up appointment (B)(6) 2014. It was stated the patient¿s therapy had not been working for over a year. It was noted the patient had limited feeling on half of their vagina and the other half was numb. It was stated they had a hard time getting the stimulation in the area because of the positional movement changes and the lack of feeling. It was also reported the patient couldn¿t get it on a setting that wouldn¿t zap the patient with positional changes. It was noted the patient still had to wear depends and a maternity pad for leakage. Reportedly, the patient would self-catheterize and they had a foley catheter for five years before their doctor pulled it out almost three years ago. The patient stated their doctor gave them a ¿capsule with a bunch of p signs and watched it go through her system and they all stopped at the same spot because there is no muscle tone.¿ it was noted the patient was last reprogrammed one year prior to report.